Event description:
Reporter alleged blood glucose measured 27 mg/dl at 12:30 pm back to back with a result of 292 mg/dl at 12:31 pm. No actions or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.